Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (will not power on) was due to u13 component internally shorted. The root cause of the shorted u13 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.